Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was selected for a spinal cord stimulator trial for pain management. When stimulation was turned on for the first time it was noted that this pacemaker stopped pacing. Pacing resumed again when the stimulation was programmed off. Eventually, the stimulator was programmed to a low enough output that pacing was not impacted. A few days later a follow-up was performed and no interaction was observed. This pacemaker remains in service. No adverse patient effects were reported.